Event description:
Reported in journal article: "thrombolysis for prosthetic valve thrombosis: indications and results", the journal of heart valve disease, march 1997;6:212-218. This article provided results on thrombolysis for prosthetic valve thrombosis. Between jan. 1991 and jan. 1994 there were 20 cases of prothetic thrombosis treated with thrombolysis using recombinant tissue type plasminogen activator (re-pa). 2 female patients had medtronic hall valves. Thrombolytic therapy was successfull in 19 of the 20 patients. One patient with a sorin valve underwent reoperation. Conclusion: thrombolysis therapy as treatment proved satisfactory.